Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The patient experienced peritonitis was hospitalized for an unrelated indication. The cause of peritonitis was unknown. On the same day as the onset, the patient began treatment with vancomycin (1gram, once in four days) and fortum (1gram, once a day) intraperitoneally for peritonitis. Four days after the onset of peritonitis, the patient experienced a cardiac arrest resulting in death. The patient had not yet recovered from the peritonitis event at the time of death. An autopsy was not performed. Dianeal therapy was ongoing till the time of death. No additional information is available.